Manufacturer narrative:
Additional narrative: investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number mf4242102 was released in three batches. Batch1: lot qty of units were released on 14 may 2018 with no discrepancies. Batch2: lot qty of units were released on 14 may 2018 with no discrepancies. Batch3: lot qty of units were released on 27 may 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a foreign-substance removal procedure was performed. While a set screw was being removed, the tip of the screw inserter broke. It was confirmed by imaging that no fragment was left in the patient¿s body. The procedure was completed without surgical delay. No further information is available. This report is for one (1) viper 2 system set screw inserter, self-retaining this is report 1 of 1 for (B)(4).